Event description:
New information received notes the patient was asymptomatic, oversensing was observed on remote transmission, a non-abbott right ventricular (rv) lead was oversensing p waves. Programming changes were made in clinic. There were no patient consequences.

Event description:
It was reported that far p wave oversensing was observed on the implantable cardioverter defibrillator (ICD).